Manufacturer narrative:
The device remains in the patient so therefore it could not be inspected. The surgeon has no plans to revise since the patient is asymptomatic.

Event description:
It was observed that approximately 9 months after a posterior cervical fusion surgery that one of screws broke. The patient has not been revised nor is the surgeon planning on revising. The patient is asymptomatic.